Event description:
A report was received that the patient underwent a revision procedure due to the clik anchor eroding through the skin. The physician explanted the clik anchor. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.